Event description:
Customer alleged blood glucose result of >300 mg/dl on the advantage sys and 45 mg/dl from a lab test on venous sample collected at same time. User facility stated that based on their own investigations, they feel that the meter performed properly, and that the issue was with the vitros analyzer used in the lab. Customer reported that the pt's condition was consistent with the advantage result. Although the pt, who suffered from cancer and an aortic aneurysm died, the customer stated that the meter did not cause or contibute to the death. A request was made for the return of the suspect device and replacement prod was sent.